Manufacturer narrative:
Associated medwatch report 9610612-2020-00204 (400472732 bh814r). General information: we received a complaint about a pair of scissors, noticed during incoming goods inspection. Due to covid-19, the device is not available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: no product available for investigation. During manufacturing process and final control, cutting tests according the quality standard are carried out. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation.

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product metzenbaum scissors cvd180mm. Specifically, it was reported that the scissors do not cut at the tip. The defect was detected during incoming inspection. There was no patient harm reported. Additional information has been requested but not yet received as of the date of this report. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00204 (B)(4).